Manufacturer narrative:
Patient weight was not provided, but described as slender. No further details were provided regarding stent retrieval; the stent possibly remains in patient anatomy. The delivery system was requested, but was discarded by the site. As the lot number was not provided, a lot history review was unable to be performed. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported difficulties may be attributed to lesion calcification, vessel morphology, and / or other procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
An (B)(6) female patient presented for percutaneous coronary intervention (pci) for treatment of a moderately calcified lesion in the ostial right coronary artery (rca) on (B)(6) 2018. The lesion was pre-dilated. When advancing a 4.0x12mm cobra pzf nanocoated coronary stent system toward the lesion, the stent dislodged. No further details were provided regarding stent retrieval; the stent possibly remains in patient anatomy. The target lesion was treated with a 4.0x12mm drug-eluting stent. The patient remained stable throughout the procedure. No complication was reported after the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
No further details were provided regarding stent retrieval; the stent possibly remains in patient anatomy. The delivery system was requested, but was discarded by the site. A review of the lot history record (lhr) confirmed that there were no non-conformances; the devices from this lot conform to their predetermined specifications, including for stent retention. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported difficulties may be attributed to lesion calcification, vessel morphology, and/or other procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.